Event description:
It was reported by the company rep that his handheld computer was not working properly and it would keep freezing and locking up. He attempted repeatedly to reset the handheld computer to make it work, so he requested new programming system shipped to him. The device was returned to the manufacturer for analysis, but it has yet to be performed.

Manufacturer narrative:
Device malfunction is suspected, but did not contribute to death or serious injury.